Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("unusual bleeding"), systemic lupus erythematosus ("systemic lupus") and sjogren's syndrome ("sjoegren's syndrome") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiple caesarean sections. In 2010, the patient had essure inserted. In july 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), peripheral swelling ("swelling / swelling in her feet"), inflammation ("inflammation"), arthralgia ("joint pain / ankle pain") and fibromyalgia ("fibromyalgia"). In (B)(6) 2010, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant) and sjogren's syndrome (seriousness criterion medically significant). On an unknown date, the patient experienced eye pain ("eyes pain"), alopecia ("hair loss"), post-traumatic stress disorder ("post traumatic stress syndrome(ptsd)"), anxiety ("anxiety"), depression ("depression"), myalgia ("muscle pain") and back pain ("back pain"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage and arthralgia had resolved, the systemic lupus erythematosus, sjogren's syndrome, peripheral swelling, fibromyalgia, eye pain, anxiety, depression and back pain outcome was unknown, the inflammation, alopecia and myalgia was resolving and the post-traumatic stress disorder had not resolved. The reporter considered alopecia, anxiety, arthralgia, back pain, depression, eye pain, fibromyalgia, genital haemorrhage, inflammation, myalgia, pelvic pain, peripheral swelling, post-traumatic stress disorder, sjogren's syndrome and systemic lupus erythematosus to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "unusual bleeding, swelling, inflammation, joint pain, systemic lupus, fibromyalgia, sjoegren's syndrome, muscle pain, eyes pain, hair loss, post traumatic stress syndrome(ptsd), anxiety, depression, muscle pain, back pain", reporter, historical condition added from pfs. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("unusual bleeding"), systemic lupus erythematosus ("systemic lupus") and sjogren's syndrome ("sjoegren's syndrome") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple caesarean sections. In 2010, the patient had essure inserted. In july 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), peripheral swelling ("swelling / swelling in her feet"), inflammation ("inflammation"), arthralgia ("joint pain / ankle pain") and fibromyalgia ("fibromyalgia"). In october 2010, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant) and sjogren's syndrome (seriousness criterion medically significant). On an unknown date, the patient experienced eye pain ("eyes pain"), alopecia ("hair loss"), post-traumatic stress disorder ("post traumatic stress syndrome(ptsd)"), anxiety ("anxiety"), depression ("depression"), myalgia ("muscle pain"), back pain ("back pain") and allergy to metals ("hypersensitivity reaction to nickel"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, genital haemorrhage and arthralgia had resolved, the systemic lupus erythematosus, sjogren's syndrome, peripheral swelling, fibromyalgia, eye pain, anxiety, depression, back pain and allergy to metals outcome was unknown, the inflammation, alopecia and myalgia was resolving and the post-traumatic stress disorder had not resolved. The reporter considered allergy to metals, alopecia, anxiety, arthralgia, back pain, depression, eye pain, fibromyalgia, genital haemorrhage, inflammation, myalgia, pelvic pain, peripheral swelling, post-traumatic stress disorder, sjogren's syndrome and systemic lupus erythematosus to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet received - new event hypersensitivity reaction to nickel was added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), device breakage ('device fracture or breakage'), systemic lupus erythematosus ('systemic lupus') and sjogren's syndrome ('sjoegren's syndrome') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple caesarean sections. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("unusual bleeding"), peripheral swelling ("swelling / swelling in her feet"), inflammation ("inflammation"), arthralgia ("joint pain / ankle pain") and fibromyalgia ("fibromyalgia"). In (B)(6) 2010, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant) and sjogren's syndrome (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), eye pain ("eyes pain"), alopecia ("hair loss"), post-traumatic stress disorder ("post traumatic stress syndrome(ptsd)"), anxiety ("anxiety"), depression ("depression"), myalgia ("muscle pain"), back pain ("back pain"), allergy to metals ("hypersensitivity reaction to nickel"), abdominal pain lower ("cramping") and menstrual disorder ("unusual periods"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage and arthralgia had resolved, the device breakage, systemic lupus erythematosus, sjogren's syndrome, peripheral swelling, fibromyalgia, eye pain, anxiety, depression, back pain, allergy to metals, abdominal pain lower and menstrual disorder outcome was unknown, the inflammation, alopecia and myalgia was resolving and the post-traumatic stress disorder had not resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, back pain, depression, device breakage, eye pain, fibromyalgia, genital haemorrhage, inflammation, menstrual disorder, myalgia, pelvic pain, peripheral swelling, post-traumatic stress disorder, sjogren's syndrome and systemic lupus erythematosus to be related to essure. The reporter commented: discrepancy noted: (B)(6) 2010, (B)(6) 2010, diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s): results of confirm. Test unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-oct-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), device breakage ('device fracture or breakage'), systemic lupus erythematosus ('systemic lupus') and sjogren's syndrome ('sjoegren's syndrome') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple caesarean sections. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("unusual bleeding"), peripheral swelling ("swelling / swelling in her feet"), inflammation ("inflammation"), arthralgia ("joint pain / ankle pain") and fibromyalgia ("fibromyalgia"). In (B)(6) 2010, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant) and sjogren's syndrome (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), eye pain ("eyes pain"), alopecia ("hair loss"), post-traumatic stress disorder ("post traumatic stress syndrome(ptsd)"), anxiety ("anxiety"), depression ("depression"), myalgia ("muscle pain"), back pain ("back pain"), allergy to metals ("hypersensitivity reaction to nickel"), abdominal pain lower ("craming") and menstrual disorder ("unusual periods"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage and arthralgia had resolved, the device breakage, systemic lupus erythematosus, sjogren's syndrome, peripheral swelling, fibromyalgia, eye pain, anxiety, depression, back pain, allergy to metals, abdominal pain lower and menstrual disorder outcome was unknown, the inflammation, alopecia and myalgia was resolving and the post-traumatic stress disorder had not resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, back pain, depression, device breakage, eye pain, fibromyalgia, genital haemorrhage, inflammation, menstrual disorder, myalgia, pelvic pain, peripheral swelling, post-traumatic stress disorder, sjogren's syndrome and systemic lupus erythematosus to be related to essure. The reporter commented: discrepancy noted: (B)(6) 2010, (B)(6) 2010,. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s): results of confirm. Test unknown. Most recent follow-up information incorporated above includes: on 14-oct-2020: pfs received. New events: device breakage, cramping and unusual periods were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.